Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2012 (implant date) as no event date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6). Block g4: the complaint was first reported to bsc on 09/03/2019. Block h6: patient codes 2348 and 1994 captures the reportable events of unspecified injury and pain. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks b5 and h6 (patient code) updated. G4 (date received by manufacturer) in the initial report should have been 09/03/2019 (03-sep-2019).

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was implanted on (B)(6), 2012. According to the complainant, the patient experienced pain and injury. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
: Date of event: date of event was approximated to (B)(6) 2012 (implant date) as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was implanted on (B)(6) 2012. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.